Event description:
The customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by recommending finger positioning techniques and confirmed that the issue persisted even after removing the pump from its case. As a result, the customer was instructed to return the pump using a pre-paid label within 10 days, and a replacement pump was provided. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.